Event description:
It was reported that the patient presented in the hospital after receiving inappropriate therapy. Reacquiring the morphology template was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.